Event description:
During laser prostate surgery using the fiber with the co's ktp/yag laser, the circulating nurse noticed that the fiber was broken in two, with the end of one piece on the surgical drapes. As the laser was being used at 60 watts continuous (about 30 sec into a 60 sec interval) the drape subsequently caught fire. The flames were immediately smothered by the nurse without visible injury. The fiber is blackened in the area that came in contact with the fiber.